Manufacturer narrative:
(B)(4). The analysis results found that the devices (a-b) were returned for analysis. Upon evaluation of the devices, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without  the test probe inserted through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device c additional information: batch # h92y1l; expiration date: 11/2016; manufacturing date: 12/2011.

Event description:
It was reported that during an unknown procedure, there was leakage. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.